Manufacturer narrative:
B3: bsc aware date corrected from 01/11/2025 to 01/08/2025. B5: information added. D1-d4: information updated with brand name and lot information. D6a: implant date corrected from (B)(6) 2024 to (B)(6) 2024.

Event description:
The following event originated from social media, and therefore despite good faith efforts the information is often incomplete. Additionally, due to the limited information received through good faith efforts, this event may represent a duplicate of an event which was already known to boston scientific. It was reported that a leak occurred. A left atrial appendage closure procedure was performed, and a watchman closure device was implanted in (B)(6) 2024. At an unknown date recently, the patient had to continue taking plavix medication in response to the leak. It was further reported the leak was discovered by a computed tomography (CT) scan, and in response to the leak the physician also plans to have the patient repeat a CT scan in 3 months. The implanted device was a 35mm watchman flx pro closure device.

Manufacturer narrative:
B5: information added. H6 patient code updated from medication required to no clinical signs symptoms or conditions. H6 impact code updated from difficult to open or close to no health consequences or impact.

Event description:
The following event originated from social media, and therefore despite good faith efforts the information is often incomplete. Additionally, due to the limited information received through good faith efforts, this event may represent a duplicate of an event which was already known to boston scientific. It was reported that a leak occurred. A left atrial appendage closure procedure was performed, and a watchman closure device was implanted in november 2024. At an unknown date recently, the patient had to continue taking plavix medication in response to the leak. It was further reported the leak was discovered by a computed tomography (CT) scan, and in response to the leak the physician also plans to have the patient repeat a CT scan in 3 months. The implanted device was a 35mm watchman flx pro closure device. It was further reported that according to the physician, there is no evidence of peri-device leak (pdl) on the CT scan, but most likely sub fabric flow due to incomplete endothelization given the short amount of time between closure device implant and follow up. The physician stated there is no change in treatment plan since six (6) months post closure device implant date has not yet passed. This event was further reviewed by boston scientific medical safety and was determined to have been reported in error, therefore this event is withdrawn.

Event description:
The following event originated from social media, and therefore despite good faith efforts the information is often incomplete. Additionally, due to the limited information received through good faith efforts, this event may represent a duplicate of an event which was already known to boston scientific. It was reported that a leak occurred. A left atrial appendage closure procedure was performed, and a watchman closure device was implanted in (B)(6) 2024. At an unknown date recently, the patient had to continue taking plavix medication in response to the leak.

Manufacturer narrative:
B3: bsc aware date used as event date, as it is unknown. D1: brand name is blank because the device is known to be a watchman laa closure device, but the exact brand name is unknown even after good faith efforts were exhausted.